Manufacturer narrative:
A batch MDR is being submitted to represent all the samples on a given run. This will represent two events on a single device as per FDA guidance. Additionally, no sample ids were provided to identify the alleged samples. No product problem was identified with the reagent or the instrument. While it is difficult to pinpoint, the reason for the discrepancies observed by the customer is likely sample specific as the data does not show any indication of a systemic issue. Although a contamination event of either the samples or the instrument cannot be confirmed, it cannot be ruled out as an additional potential cause.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for 87 patients while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The alleged samples initially generated either a positive result for sars-cov-2 (target 1) or pan-sarbecovirus (target 2) or both targets. The same samples were retested on a different cobas 6800 system and generated a negative result for both targets. 22 out of 87 of the initial positive results were released. They were then corrected. 26 out of 87 of the initial positive results were not released. Only the negative results were released. It is unknown which results were released for the remainder of the 87 samples. No harm was alleged. An investigation was conducted to evaluate the customer issue.